Manufacturer narrative:
Gtin: device was manufactured before gtins were introduced. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, a 23mm trifecta valve was implanted. On (B)(6) 2016, decreased leaflet mobility was reported secondary to structural valve deterioration and calcification. The patient underwent a successful tavr procedure on (B)(6) 2016. (Clinical study patient ID: (B)(6)).